Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with one malformed clip jammed within the jaws. The clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed five scissored clips, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gallbladder removal procedure, the device failed to clip properly. The clips came out in the shape of scissors. The case was completed with same like device. During interview, the surgeon showed signs of appropriated use of the clip: assertive paused firings (plastic to plastic), no parallel forces were noted on the jaws of the clips, the clips were noted to be positioned properly inside the jaws but when they were deployed, they came out with the scissor shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? How many devices had scissored clip issue on this one procedure? How many devices will be returned for analysis on this complaint?